Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, when the surgeon tried to remove the target device from the nail with ball tip driver, abnormal noise was heard from nail holding screw and the screw was difficult to be removed. He removed it by force. During insertion of the nail, the surgeon used the strike plate and hit the nail into the bone through it.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the device history records revealed no discrepancies. Considerable hammer impacts indicate that the nail holding screw had been hit by a hard object / instrument. The nail holding screw could not be entirely screwed into the thread of a sample nail using the target device as the deformed head prevented proper assembling / disassembling. No non-conformity was identified.

Event description:
During gamma3 surgery, when the surgeon tried to remove the target device from the nail with ball tip driver, abnormal noise was heard from nail holding screw and the screw was difficult to be removed. He removed it by force. During insertion of the nail, the surgeon used the strike plate and hit the nail into the bone through it.